Event description:
Faulty crrt (continuous renal replacement therapy) cartridge sent to hospital by manufacturer with floaters in cartridge that prohibited use. Rn noted floaters when preparing pt for crrt but did not use it when problem was identified. Manufacturer response for crrt cartridge, nexstage (per site reporter). Vendor to send packaging for hospital to return item for investigation.